Event description:
Per additional information received, the patient has experienced vaginal mesh erosion (palpable on the anterior vaginal wall; eroded through the vaginal mucosa right at the level of the bladder neck with mucosa heaped in the midline), urinary incontinence, inability to void, strained to empty and void, unspecified bleeding (intermittent), unspecified drainage from vagina, urgency/urge incontinence frequency (going to bathroom about every hour), bloody stools, stress urinary incontinence, unspecified bleeding, yeast infections, lower abdominal pain, painful intercourse, unspecified emotional or psychological conditions, bowel obstruction, bowel perforation, cystocele, diverticulitis, dyspareunia, hernias, recurrent or chronic vaginal or bladder infections, recurrent vaginal pain, and urinary incontinence; loss of consortium claim was additionally filed that included loss of services of spouse and impaired sexual relations.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. (B)(4).